Event description:
It has been reported to philips that the device has a damaged battery seal.

Manufacturer narrative:
Updated investigation coding to better reflect the results of the investigation.

Manufacturer narrative:
Update of device problem code.

Manufacturer narrative:
Update of patient outcome grid and health impact grid